Event description:
The pt reported having reoccurring infusion sets that would leak from where the tubing leaves the headset and goes into the body. The patient's blood glucose elevated in the 200's mg/dl. The patient reported no symptoms with his elevated blood glucose. The patient's normal blood glucose range was not provided. The patient would change his site and bolus to counteract his elevated blood glucose. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requesed for return to be evaluated.